Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one year after the dental implant was placed, in ada site #4 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved. The clinician reports that the implant site did not heal. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that one year after the dental implant was placed, in ada site #4 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved. The clinician reports that the implant site did not heal. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications. (B)(4).